Event description:
It was reported that the patient presented in clinic following a prior device interrogation during which abnormal behavior was observed. During interrogation, the displayed heart rate intermittently fluctuated between 60 bpm and 999 bpm. The fluctuating heart rate was attributed to a marker anomaly, including pacing markers that did not correlate with surface ECG findings. The implantable cardioverter defibrillator (ICD) was also reported to exhibit unspecified sensing issue and loss of capture. The patient reported two recent fainting episodes and a recent physical altercation involving impact to the implant site. Programming changes were performed. The patient condition was stable.